Manufacturer narrative:
The product involved in the event is not available for evaluation. A follow-up report will be provided upon conclusion of investigation. Medical action industries is the repackage/relabeller and initial importer of the single sterile or towel 704-b (lot 2511jk403d) purchased from manufacturer, jianerkang medical co., ltd. (FDA registration 9616874). This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
Fibers from these towels are shedding onto instruments and the surgeons¿ hands during procedures. Per complaint report, it is hard for the user to not get fibers into open chest during surgery since they are small. The chest is irrigated during surgery, but it is not known if all fibers are retrieved or removed. No known harm to patient occurred.